Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Customer needed assistance to change their pump settings. Customer declined high blood glucose troubleshooting and indicated that they would call their doctor as they have a possible infection. No further details given.